Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic due to vibratory alert on device. Upon interrogation, device was found to be in backup vvi mode. The device image exhibited firmware reset. The patient was not dependent. The device was restored to its previous settings and cyber security upgrade was also completed. The patient did not experience any adverse consequences.